Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that log files were submitted for review due to the patient receiving a yellow wrench low speed advisory and a driveline disconnect alarm. X-rays were unremarkable and the alarms were not able to be reproduced when the external portion of the percutaneous lead was manipulated. On the morning of (B)(6) 2015, the patient¿s primary and backup system controllers were both exchanged. On the evening of (B)(6) 2015, it was reported that while standing up in his room the patient reportedly felt like he was going to pass out. A pump off alarm was noted at 19:53:37 and immediately after at 19:53:38 there was a driveline disconnect alarm. On (B)(6) 2015, the manufacturer¿s technical services performed a percutaneous lead evaluation. No open wires were found while performing the phase interrupter/continuity tests. An external repair was requested by the physician due to suspected percutaneous lead damage. A percutaneous lead repair was performed starting at approximately 3 inches from the exit site. All subsequent tests passed at that time. On (B)(6) 2015, it was reported that additional pump off/pump stop alarms occurred overnight. The patient was connected to the power module when the alarms occurred. It was noted that the pump off alarms occurred with activity when the patient was standing and connected to a power module. An internal percutaneous lead fracture was suspected. The patient was kept on battery power while being worked up for a pump exchange. Additionally, an external power disconnect alarm was observed; it was suspected that the reported alarm was most likely related to shorting/grounding when connected to the power module patient cable and the voltage being so low with pump off. On (B)(6) 2015, a pump exchange was performed.

Manufacturer narrative:
Approximate age of device - 2 years, 10 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The report of alarms and pump stoppages was confirmed based on the evaluation of the returned pump. The pump was returned with the percutaneous lead cut approximately 8.5 inches from the pump housing and the severed portion of the lead with the distal splice was returned. Examination of the severed portion of the lead found breakdown of the braided shield adjacent to the distal end of the dacron velour (approximately 13.5 inches from the pump housing). Electrical continuity testing of the wires did not reveal any discontinuities or shorts. Visual inspection of the wires found breaches in the black and brown wires and two breaches in the yellow wire 13-13.5 inches from the pump housing. The adjacent wires showed evidence of abrasion but the inner conductors were not exposed. The pump portion of the lead appeared unremarkable and passed all electrical testing. The portion of the percutaneous lead that was replaced by the manufacturer¿s technical service representatives was also returned for evaluation. The lead passed all electrical testing and visual inspection found no wire damage or wear. If the exposed conductors of the black, brown, or yellow wires contacted the braided shield while the system was operating on the power module, the resulting short to ground would have caused the reported alarms and pump stoppages. The reported event also could have resulted from a phase to phase short if the exposed conductors of the black or brown wires and the yellow wire made direct contact or simultaneous contact with the braided shield while the system was operating on batteries. The observed wire damage appeared to be the result of abrasion against the braided shield due to repetitive flexing. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information: the user facility number was not provided. The intermacs identifier is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information was received from the intermacs registry stating: lvad alarming "driveline disconnect" and "pump stop." Information also included: patient outcome: exchange. Did patient experience a thrombus event: no. Malfunction component: pump, driveline. Device malfunction: yes. Device malfunction causative factor: no cause identified.